Manufacturer narrative:
G2: country japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the impedance was unstable and showing low values. They stated that the impedance was measured by connecting the lead to the adapter, but the impedance was unstable, and low values were shown. Reconnection etc., was performed, but it did not restore, so it was handled by opening another product. They thought it might have been blood or moisture adhesion, but even after several times of wiping it off and reconnecting it, the impedance did not stabilize. The result remained the same. A new adapter was taken out and it was replaced. Issue resolved. The affected component will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the device will not be returned as the healthcare professional (hcp) accidentally discarded it.